Event description:
New information received notes that that out of range defibrillation impedance was noted due to leads not plugged properly in the device header. There were no patient consequences.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited high defibrillation impedance. The device was explanted and replaced. The patient status was unknown.